Event description:
Customer states that during radiologist biopsy procedure needle would not grab tissue sample. Spoke with chief sonographer, who stated that while physician was performing breast biopsy, they made three unsuccessful biopsy attempts. At that time, they obtained another needle and were able to obtain biopsy sample. The pt tolerated the procedure without incident and is doing well.